Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a spinal procedure to implant posterior fixation and interbody device. The big profile of the crosslink caused a decubitus on the fixation site. A removal procedure was performed to treat the debubitus and remove the crosslink. It was reported that the tip of the driver broke during removal of the crosslink's set screw. The implant could not be removed therefore was left in the patient along with the broken piece. No other patient complications were reported.